Event description:
The device implanted on 1/10/97 for use in the pt's therapy. On 7/15/97, the MFR received the enclosed medwatch report. The report states that on 6/6/97, the pt was in outpatient clinic and the staff was unable to get blood return from the device. A cavogram was ordered and the results showed broken or separation of the catheter from the hub. The device was removed on 6/12/97.